Manufacturer narrative:
The device was returned, and an evaluation of the device was conducted by olympus. During the evaluation, the user report was confirmed as the elevator channel plug was loose and leaking. Additionally, the forceps cover glue was peeling. The probe unit pink rubber had a minor chip. The control knob movement was stiff and heavy. Following the device evaluation, a full investigation was performed. The investigation included a review of the device history record (DHR), and a review of the instructions for use (IFU). The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ considering the manufacturing year of the device, there is a possibility of peeling off due to aging and other factors. In addition, it is assumed that the phenomena occurred as a result of external force such as strong rubbing on the part in normal use including reprocess. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, during reprocessing the evis exera ii ultrasound gastrovideoscope failed a leak test. There was no patient involvement during this event.